Manufacturer narrative:
Continuation of d10: product ID 97755 serial (B)(6): product type recharger product ID 97745 : product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6), UDI#(B)(4) ,analysis of the recharger serial (B)(6) found a "battery low, replace batteries soon" message appears when trying to charge. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the controller displayed a software problem (screen 99) message last night while the pt was trying to recharge the ins. Software problem screen details: 1-intellis, 2-3.6, 3-4048, 4-devicemodelsm.c. Pt stated that they had already reset the controller and that the issue was resolved as the error message was cleared. Pt mentioned that they usually recharge the ins twice a day and sometimes maybe more depending on the level of the ins battery. Pss did not obtain the controller serial number as the pt had already reset the controller and resolved the issue before calling ps. Information was received from a patient (pt) regarding an external device. Pt called back and stated they've been having issues charging their ins ever since they called patient services (pss) back in (B)(6) 2021. Pt stated they've just been resetting the controller any time they have an issue but not "replace controller batteries soon" displays while charging their ins. Pt stated system problem rm06 has also displayed and confirmed that the recharger has been becoming warmer than usual while recharging their ins. The patient was sent out a replacement recharger (rtm). No symptoms were reported.